Manufacturer narrative:
A ge rep evaluated the system and replaced the key. System operates as intended. A

Event description:
Customer reported the key broke off in the system. No pt injury was reported.